Event description:
It was reported that when patient presented for follow-up, oversensing was observed on the rv lead. The lead was capped and replaced on (B)(6) 2017. Patient was fine before, during and after the procedure.